Event description:
It was reported an er320 and an er420 was used during a laparoscopic cholecystectomy. It was reported by the affiliate the clip dropped and jammed. Clip was retrieved from the pt. A new applier was used to complete the case. There was no consequence to the pt.